Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" was not confirmed. Reliability engineering found the device to be performing within specifications. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was not functioning, and the cutting burr had broken during surgery. Though the device was being used during surgery, there was no patient injury. It is unknown if any user injury or medical intervention occurred. There was no additional information provided.